Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported there was surgical delay of an unknown amount of time. Surgery was completed successfully.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that in (B)(6) 2024, the tfna blade was not drilled centrally and could not be inserted. There was no patient harm. This report involves an unknown nail head elem: tfn helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: only event year is known. D1, d2, d3, d4, g4-510k: this report is for an unknown nail head elem: tfn helical blade/unknown lot. Part number is unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1 initial reporter address line 1: (B)(6). E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the tfna helical blade perf l105 tan. The device was observed cannulated and no obstruction thought the cannulation was identified. No other issues were identified. A dimensional inspection for the tfna helical blade perf l105 tan was performed for the and met specifications. A interactional test was performed using a 3.48 pin and the pin can be slid without any problems. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the tfna helical blade perf l105 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - ti tfna fenestrated helical blade 04_038_370 rev. C (current and manufactured). Dimensional inspection: drawing: 04_038_370 rev. C. Feature: shaft diameter. Feature: flat shaft diameter. Feature: helical shaft diameter. Feature: internal diameter tip. Specification: mm specification: 9 mm specification: mm specification: mm measured dimension:(conforming) measured dimension: mm (conforming) measured dimension: 1mm (conforming) measure dimension: mm (conforming). Device used: mitutoyo digimatic caliper a20276546 ID# device used: vermont gage ID: part: 102100200 . H4,h6 manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: 06-sep-2022, expiration date: 01-jul-2032, part number: 04.038.405s, tfna fenestrated helical blade 105mm -sterile. Note: fenestrated helical blade was manufactured by elmira; lot numbers 1245p82 qty (B)(4) and 1245p84 qty (B)(4). Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll), lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Supplied by (B)(4) was reviewed and was determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.